Event description:
The user facility reported an employee touched a processed pouch in the v-pro unit, and came into contact with residual hydrogen peroxide. The employee experienced a burning sensation in her hands. The employee rinsed her hands with water, and the sensation abated within 10 minutes. No blistering was reported. No medical treatment was sought. The employee did not miss any work time. No procedural delays or cancellations have been reported.

Manufacturer narrative:
A steris service technician investigated the event, and interviewed the affected staff. The employee stated she was not wearing ppe. The steris technician inspected the unit, and found it operating within specification. The v-pro 1 operator manual states (on page 2-1): "ppe - personal protective equipment including goggles or a face shield and chemical-resistant gloves. Ppe required per task will vary depending upon hazards of the task." The v-pro 1 operator manual states (on page 6-10): "danger-chemical injury hazard: any visible liquids in the chamber must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. Refer to the vaprox hc sterilant material safety data sheet (msds) for appropriate personal protective equipment." The cause of the chemical contact event was due to improper ppe worn by the operator. A steris account manager provided an in-service to the user facility on proper ppe and proper vaprox handling instructions.